Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. During the procedure, it was reported that the balloon ruptured under low pressure. No further details are known at this time.

Manufacturer narrative:
(B)(4): functional analysis was not more possible due to a hole on the ibt. During visual analysis the leakage was confirmed. The leakage comes from a longitudinal rupture of the balloon. Based on the information provided, functional and visual analysis the most probable root cause of the rupture of the balloon is attributed to the contact with bone splinters during surgery.